Event description:
Boston scientific received information that this right atrial (ra) lead dislodged. As a result, an invasive revision procedure was performed. The physician elected to explant and replace the ra lead. No adverse patient effects were reported as result of this procedure.

Manufacturer narrative:
All available information indicates that this product was explanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection noted body fluid entwined at the base of the helix. Laboratory testing was unable to reproduce the reported clinical observation of dislodgement.